Manufacturer narrative:
The suspect product was requested to be returned for investigation. Replacement product was sent. The reporter's meter and test strips were provided for investigation where they were tested using retention controls. Testing results (qc range = 2.7 - 4.1 inr): qc 1: 3.5 inr, qc 2: 3.5 inr, qc 3: 3.5 inr. The obtained qc values were in the allowed range of the used combination master lot strip lot - qc lot. All measurements were without error messages. The customer stated the heater plate on the meter was dirty which was confirmed. Contamination within the strip port is a known possible cause for inaccurate test results. Relevant retention test strips (lot 361437) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. Occupation: occupation was lay user/patient.

Event description:
The initial reporter received a questionable result from coaguchek xs meter serial number (B)(4). The result from the meter was 1.5 inr. The result from the doctor's coaguchek xs meter was 2.6 inr. There was no allegation of an adverse event. The therapeutic range was 2.0-3.0 inr.